Manufacturer narrative:
Per tandem¿s t:flex user guide: ¿only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequence.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 for elevated blood glucose (bg) levels and was treated with intravenous drip. The customer reported a bg level of 600 mg/dl with moderate ketones. Reportedly, the customer made a correction with the pump and administered a manual injection. During a system check with tandem technical support; the pump, cartridge, and infusion set functioned as expected. It was noted that the customer was using u-500 insulin. A follow up with the customer indicated that the customer was released from the hospital on (B)(6) 2015.